Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's doctor. They reported the cause of the burning sensation at the ins site after charging for 1.5 hours remains unknown because the patient declined an office visit to evaluate the device. They did state that the patient denied feeling a burning sensation when they recharged their system, however, the patient also stated that they turned their system off for about two hours and did not feel the burning sensation after that. The cause of the ins going dead overnight was that the ins was due for a charge; it was not an unexpected battery depletion. The patient's weight was provided. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional of the clinical study. The clinical diagnosis was a burning sensation underneath the skin while charging the device. There were no reports of trauma or falls and the patient had no recent medical testing. There was no environmental exposure to electromagnetic interference. It was clarified the patient turned the ins off for two hours and reported the sensation resolved. The patient refused the offer for a visit for further evaluation. The event was possibly related to the device or therapy, was not related to the implant procedure, and was specifically related to the recharge process as the patient used adhesive pad while charging.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that on (B)(6) 2017 the patient noticed their ins was not on and found that it had died over the night. They tried recharging the ins for 1-1.5 hours, and all of a sudden they got a burning sensation underneath their skin at the ins site. The ins did charge to half way. They removed the recharger from their skin for about 10-15 minutes but they could still feel the weird burning sensation. The skin was reported to look fine. It was noted the patient uses adhesive pads. There were no reports of trauma or falls and the patient did not have any recent medical test or environmental exposure to electromagnetic interference. The patient was redirected to their doctor and it was suggested to turn the ins off to see if the burning sensation would go away. No further complications were reported or anticipated.